Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approximately 11 months of support on the lvad, the pt expired following the herniation of his brain. He experienced multiple embolic strokes, some of which converted to hemorrhagic over the course of several weeks while in the hospital. Pt was on coumadin and lovenox prior to the cerebrovascular accident (cva), and then off and on heparin after he presented with an embolic stroke. The pt was off all anticoagulation when he presented with the embolic stroke to prevent conversion to hemorrhagic stroke.

Manufacturer narrative:
The explanted device was returned to manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.